Event description:
The reporter stated a pt's blood pressure fell because noradrenalin was leaking from cuts in the tubing of the intravenous administration set instead of infusing into the pt. The pt was admitted to ICU in 2003 with a colleague pump infusing noradrenalin (concentration and bag size not specified). The pump alarmed "air" and reportedly the air in the administration set appeared too large to clear, so the administration set was immediately replaced. Once the new administration set was in place, the pt's blood pressure dropped to 50/29 despite the noradrenalin infusion. At the time, the staff was unaware that the pt was not receiving the noradrenalin. The infusion rate on the pump was reported to be incrementally increased to raise the pt's blood pressure without success. As a result of the hypotension, the pt received a bolus of adrenalin (dose unk) to elevate their blood pressure. In the meantime, the administration set was assessed and it was reported that two "slash cuts" were found near the end of the tubing. The reporter stated the cuts appeared to be "cracks", possibly produced by some mechanical device. The reporter stated that after the bolus of adrenalin, the pt became hypertensive. Three days later, it was reported the pt recovered from the adverse event. No further info is being released from the facility.